Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient being upgraded from dual ppm to crt-d, after extraction of rv lead, this ra lead become dislodged. The lead was explanted as physician requested new ra lead.